Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for a failed battery test and battery out limit and had a blank display. The blood glucose reading was 305 mg/dl. The insulin pump had not been dropped or bumped and not exposed to moisture. The battery cap contacts were marked. She was sent a replacement battery cap and advised to monitor the insulin pump. The insulin pump was not replaced or returned for analysis.